Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 700 mg/dl. Troubleshooting was performed. It was stated that the insulin pump alarmed motor error during prime and the insulin continued to shoot from the infusion set. It was stated that the customer was not wearing the insulin pump at time of the call. The call was disconnected and no further info was provided.